Event description:
It was reported that the patient's implantable neurostimulator battery was depleting faster than expected. The battery depletion was reported as premature. The patient's device was at 2.89 volts in (B)(6) 2011, 2.74 volts in may 2011, and 2.56 volts as of the date of this report. A longevity calculation estimate was 38 months. The therapy impedance measurement was 1,400 ohms in (B)(6) 2011, and approximately 700 ohms in (B)(6) 2010, impedance readings (for one side, at 3.0 volts) were 931 ohms for all of the unipolar pairs and lead electrode combination 0-1; and all of the bipolar pairs were 1,406 ohms. The stimulation therapy was helping the patient's symptoms. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information received indicated that impedances on all of the electrode combinations. It was noted that the patient had been in a motor vehicle accident that resulted in hospitalization in the ICU. He had sustained chest trauma (rib fractures), shoulder injury, and facial lacerations. He was recovering from the injuries "well". On (B)(6) 2010 interrogation, his ins for therapy on the right had been in use 100% since the last reset. Therapeutic impedance was 726 ohms with a current drain of 66. The amplitude was increased from 3.6 volts to 3.65 volts. The left therapy was increased from 3.6 to 3.75 volts. Final therapy impedance for the left side was 1502 ohms with a current drain of 33. His battery was at 2.94 volts with less that 20% capacity used. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received indicated that patient's implantable neurostimulator (ins) was replaced on (B)(6) 2012. The physician thought the ins depleted a "little early" the patient had bilateral settings of 3.7 <(>&<)> 3.6 volts with a pulse width of 90 and a rate of 150. If additional information is received, a follow-up report will be sent. On 2011-(B)(6): (B)(4): hcp reported that the patient has not been seen by them since (B)(6) 2008 - pt moved to (B)(6). On 2011-(B)(6) (B)(4): hcp reports replacement scheduled for (B)(6), and device plan to be returned following removal 2012-(B)(6) (B)(4) from (B)(6). Calling to confirm got her msg. Pt didn't have replacement yet, that is sometime in (B)(6). She filled out the paperwork I sent as much as she could, and will give to rep. Rep (B)(4) will be at the surgery, taking notes and in charge of followup/return of product etc. On 2012-(B)(6) (B)(4) from rep: was over at (B)(6), replaced a kinetra generator. Dr (B)(6) thought device depleted a little early, but when pt has bilateral setting of 3.7 and 3.6 with pulse width of 90 and rate of 150, I don't believe the expectation is for device to last even 3 years. Pretty aggressive settings but wanted to get your opinion. Do have device for sending back.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 7428 (B)(4) showed significant no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.